Manufacturer narrative:
The device passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed 2.0 units fix prime with water reservoir. The water did exit the infusion set. The units left on status screen matched the units left inside reservoir. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 500 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was steroid made blood glucose goes up. The customer was in emergency room for couples of hours. Customer was treated with IV drips and a shot of insulin. Customer was wearing the pump at time of hospitalization. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.